Event description:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating there was an abnormal noise from the ac power module. There was reportedly no patient involvement. The brt evaluated the device at bench and found the issue. The brt confirmed the cause of the abnormal noise from the ac power module to be with the ac power module. The bench repair technician replaced the ac power module. The device passed all performance assurance tests and was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of the ac power module. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The brt replaced the ac power module to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.